Event description:
Account alleged the bed has no functions.

Manufacturer narrative:
No incident was reported. Technician found the hi lo foot hydraulic coil was inoperative. He replaced the coil to resolve.